Manufacturer narrative:
Intuitive surgical, inc. Received a da vinci product to perform failure analysis. The endoscope was analyzed and found to fail focus at a working distance on the right eye when testing on a system or equivalent. The complaint regarding focusing issue was confirmed by failure analysis. Additional observations not reported by the site were also identified. 1. The endoscope had damage at the distal end upon visual inspection. The distal window located at the distal tip was visually inspected and found to be cracked. 2. The endoscope integrated connector was visually inspected and found to have damage to the electrical contacts and/or circuit board.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 30 degree endoscope had blank spots that appeared in the center of the vision. The procedure was completed with a backup endoscope. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell inside of the patient.